Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500mg/dl. Reportedly, the cartridge and infusion set had been in use for more than 72 hours with novolog insulin. Tandem technical support educated the customer on insulin labeling. Reportedly, the customer went to the emergency room to address their elevated bg. Customer was treated with intravenous fluids of saline, insulin, and electrolytes. Customer was discharged 2 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.